Event description:
It was reported the battery failed and the device would not turn on. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Updated grids.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the battery failed, device would not turn on. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the battery which was drained as the customer did not plug in the mrx. Once the fse plugged it in and ran the ops check the device was in working condition. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery, which was attributed to user error, not plugging in the mrx. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse plugged in the mrx and ran the ops check to resolve the issue. The battery drainage was attributed by user error, not keeping the mrx plugged in. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.